Manufacturer narrative:
A steris account manager arrived on site, inspected the unit, and confirmed the shoulder chair accessory to be operating according to specification. No issues were noted. The 4085 surgical table was inspected and found to be operating properly. No issues were noted. This event was most likely due to facility personnel inadvertently unlocking the handles to the shoulder chair as the patient was being placed on the 4085 surgical table. The steris account manager discussed the proper use and operation of the shoulder chair with the user facility.

Event description:
The user facility reported that the shoulder chair accessory detached from their 4085 surgical table while a patient was positioned on the table. No injury, procedural delay, or cancellation was reported.